Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was receiving multiple alarms, including unexpected restart alarms during normal use. It was also stated the insulin pump failed three times. It was further stated that the insulin pump was beeping and buzzing, giving the unexpected restart alarms, and would then lose everything. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.